Event description:
The manufacturer received an explanted pump with no information about the event. The manufacturer's device registry system showed the pump was explanted and replaced after 84 months implant duration. Additional information has been requested, but was no available at the time of this report.

Manufacturer narrative:
Final device analysis revealed insufficient bond of the catheter access port.